Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem "during initial inspection unit reported system error 345" was confirmed through the event history log review by the presence of "system error 345" in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be the downstream thermistor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failure. There was no patient involvement associated with this event. No additional information is available.